Event description:
The consumer reported receiving third degree burns to her hand from water that leaked from the humidifier. She went to the hospital for treatment. There was a crack in the unit that caused the unit to leak.